Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, elective replacement indicator (eri) triggered and was indicated as premature battery depletion and no battery voltage was visible. It was also reported that, after a second interrogation the ipg showed normal battery longevity but no battery voltage was visible or measurable. Ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.